Event description:
A report was received that a trial patient underwent an early lead explant. The patient was experiencing numbness in the right leg. The right lead was explanted. The patient was receiving adequate stimulation with the left lead. The symptoms continued after the explant of the right lead, so the physician explanted the left lead. The physician did not confirm if the symptoms were device or procedure related. After the explant of both leads, the patient's symptoms persisted. However, the physician reported that the patient was improving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e serial#: (B)(4) model description: enh st trial ld kit. Explanted lead will not be returned to bsn as it was discarded by medical facility. The other lead remains implanted. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that a trial patient underwent an early lead explant. The patient was experiencing numbness in right leg. Only one lead was explanted and it is unknown which one. The patient was getting good stimulation coverage. The symptoms continue after explant. The physician did not confirm if the symptoms were device or procedure related. After explant, the symptoms persisted. No treatment was given to the patient.